Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having a fill estimate issue. Customer declined to troubleshoot the issue with tandem technical support. Customer's blood glucose level was not provided.